Event description:
It was reported that a device fracture occurred. A runway catheter guide was selected for use. During the procedure, it was noted that the catheters were ruptured at the time of entry into the radial artery. The procedure was completed with an alternative method. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).